Event description:
The facility has been contacted for additional information on the event. It was learned in speaking with the initial reporter that the patient had been receiving dialysis with use of this product for some time and that there were no recent changes going on with the patient. This event occurred early in the am at 10 minutes into the treatment. Once transported to the ER, the patient underwent medical evaluation by both an internist and a nephrologist. According to the verbal report by this nurse, the mds had found nothing wrong. It was decided to dialyze the patient in the hospital unit. There is no sample. It was also reported that the patient's blood was returned at the time of the incident. Note: a request has been made for the treatment sheets, however, no further information has been received other than the verbal report of the incident.